Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the user did not perform a rewind before changing the cartridge, resulting in insulin expelling from the top of the cartridge; the user was not connected at the time and subsequently cleaned the chamber, filled a new cartridge, and completed a full supply change with troubleshooting and education provided. Symptoms included no changes in blood glucose. Outcomes included no adverse health effects and no medical intervention or hospitalization. Investigation included customer interview and technical support troubleshooting. Investigation of this case revealed user technique error related to failure to rewind prior to cartridge change, with normal device function upon completion of proper procedure. It was concluded that the event was attributable to use error, and insulin delivery resumed as expected after corrective steps.